Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported via manufacturer representative that the handpiece was overheating and malfunctioning prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that the reported complaint of overheating was not confirmed since the device passed temperature test. After 4 minutes, the temperature was 95/100/103. However, the device failed hi-pot test due to corrosion. The motor cable assembly and consumable parts were replaced. The device was cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The report source health professional was corrected to distributor. If information is provided in the future, a supplemental report will be issued.